Manufacturer narrative:
Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure in 2007. On an unk date, the pt experienced a mesh exposure. Additional info has been requested.